Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate atp therapy and was showing pacing inhibition due to emi. Patient was asymptomatic. It was noted that the patient was undergoing deep tissue massage with muscle stimulation during the episode. Patient was doing fine after the event. Patient has ceased the massage therapy and will be followed up normally.